Event description:
Per the audiologist's report, a "blister tumor" was present at the incision line one year after cochlear implantation. The patient began to use her speech processor on the contralateral side, but this did not help the affected side heal. Around 12/2005, the "blister tumor burst." The apparent infection was treated, the skin flap did not heal and deteriorated despite treatment. The receiver/simulater did not extrude. The healthcare professionals decided to explant the device in 2006.